Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an emergent rupture of an abdominal aortic aneurysm. It was reported that the patient expired post ¿operatively. The endurant device was implanted into the patient which excluded the aneurysm, however, the tear in the aorta was so large that the patient lumbar caused exsanguination of the patient. It was reported that the patient death was not device related and there is no alleged product issue. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); patient¿s condition affected effectiveness of device (pre-operatively ruptured aneurysm); unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm). Conclusion: known inherent risk of a procedure (death); device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm); off¿label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).